Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23m sapien 3 ultra valve in aortic position. Approximately 3 years and 10 months later, the patient underwent a valve in valve (viv) with a non-edwards valve inside the pre-existing 23mm sapien 3 ultra valve due to severe stenosis and severe regurgitation. Per follow-up, prior to any reintervention, the patient was symptomatic, reporting persistent fatigue, paroxysmal nocturnal dyspnea, and chest pain. There was moderately sclerosed cusps, and the mean gradient prior to reintervention was 39mmhg with an aortic valve area of 0.8cm2. The patient was experiencing severe central regurgitation, which was thought to be associated with the moderate prosthesis stenosis but unknown root cause. The root cause of the stenosis was unknown. The patient was discharged home following the valve in valve.

Manufacturer narrative:
A supplemental MDR report is being submitted due to receipt of additional information as well as engineering evaluation findings. Updated b4, g3, g6, h2, h6 type of investigation, investigation findings, and investigation conclusions, and h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation, leaflet thickened/halt, and stenosis were confirmed based on the information available to date. A review of the DHR, and lot history did not indicate any manufacturing nonconformances that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. As reported, "approximately 3 years and 10 months later, the patient underwent a valve in valve (viv) with a non-edwards valve inside the pre-existing 23mm sapien 3 ultra valve due to severe stenosis and severe regurgitation. There was moderately sclerosed cusps, and the mean gradient prior to reintervention was 39mmhg with an aortic valve area of 0.8-cm2. The patient was experiencing severe central regurgitation, which was thought to be associated with the moderate prosthesis stenosis but unknown root cause. The root cause of the stenosis was unknown. The patient was discharged home following the valve in valve." In this case, the patient had vast comorbidities (e.g. As, hypertension, hyperlipidemia, etc.), which are factors that may increase the risk of early valve degeneration/thickened leaflet, leading to stenosis and central regurgitation as reported. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.